Manufacturer narrative:
The reported event of the stylet insertion difficulty was not confirmed. As received, a complete, without a stylet, lead was returned in one piece. A stylet could be fully inserted into the lead without any difficulty.

Event description:
During right atrial (ra) lead implant, the stylet was unable to be inserted into the ra lead. A new lead was implanted to resolve the event and the patient was in stable condition.